Manufacturer narrative:
(B)(4), date of publication: 9 january 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, following a laparoscopic sleeve gastrectomy, one patient complained of abdominal pain and had a high fever. Computed tomography scan with contrast detected an anastomotic leak. The patient was conservatively treated with a stent and nasojejunal catheter placement.